Event description:
It was reported that the customer's insulin pump had a frozen display. Troubleshooting was performed. The buttons were unresponsive and the time was not changing. It was stated that the device had a long constant tone, and the alarm occurred during or after the buttons were not responding. Removed the battery for five minutes and inserted a new battery, but the anomaly persist. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No frozen display noted. The insulin pump had normal operating currents and no off no power, low battery or failed battery test alarms noted. The insulin pump was monitored and no constant tone noted.